Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was involved in an under delivery event. It was also reported that there were "no disposable" alarms. 18.2ml of fluorouracil was left in the cassette. The original programming was 81.85 at a rate of 2.1. There was a cadd extension set at the end of the IV line (lot number 4046825 or lot number 4033994). There was no patient injury.